Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had stuck in rewind complete bolus delivery loop. The customer¿s blood glucose level was 201 mg/dl at the time of the incident. Customer reported that the insulin pump had motor error and motion sensor test failure error. Customer did not report motor position encoder error. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer reported that they received failed battery alert and battery out limit error. Customer states the contacts on the battery cap were not missing or damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. The customer was assisted with troubleshooting and the alarm clear. Customer reports the drive support cap appears normal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.